Event description:
The customer reported that the insulin pump had a frozen display. The customer stated that device alarmed no delivery while she was sleeping. Troubleshooting was performed. The battery was changed and the device was rested for five minutes, but the insulin pump still had a frozen display. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.